Event description:
It was reported to olympus, that the evis exera iii bronchovideoscope had no image with a white screen. The issue was found during reprocessing. There were no reports harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that the device failed electrical continuity test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Updated: h6, h10: this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported no image issue could not be determined, as no additional event information was reported or available. The event can be detected by following the instructions for use section below: -inspection of the endoscopic image olympus will continue to monitor field performance for this device.